Event description:
According to the available information in medwatch report: mw5186466: "received pop mesh. Via da vinci robot. The mesh protruded through and eroded in my body. Caused ongoing severe medical life-threatening injuries. The mesh was improperly placed by da vinci and surgeon. It has eroded as well. The material is toxic for humans body. Many massive infections throughout the body. Both fungal and bacterial partial removal. Need full removal."

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.